Manufacturer narrative:
Per the clinic, the patient experienced a persistent post-operative retroauricular surgical site infection following the initial implantation (specific date not reported). The patient was treated with intraoperative prophylactic antibiotics and was subsequently treated with additional antibiotics (specific type, date and duration not reported). However, the issue could not be resolved. Following explantation, the patient was treated with an extended antibiotics regimen including 5 days of IV antibiotics followed by 8 weeks of oral antibiotics starting from (B)(6) 2026. The patient was also reimplanted with another cochlear device on (B)(6)2026.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.